Manufacturer narrative:
Exemption number e2019001. The device was returned for analysis. The reported connection issue was not able to be tested/ replicated due to the condition of the returned device. However, based on the reported information and returned device observations, it appears that the device was used out of sequence. The support and garage tubes had been advanced which indicates that the plunger had been deployed and would prevent the exchange sheath from connecting with the clip applier. The starclose se instructions for use states: connect the starclose exchange sheath to the clip applier. Click 2 states: deploy locator wings and initiate splitting of the sheath. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to user technique and the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device with a 6f sheath after a transfemoral cerebral angiogram procedure. Reportedly, the starclose se clip applier would not lock into the sheath hub. Another starclose se clip applier was successfully inserted in the exchange sheath and used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.